Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction reappears, which the customer understood.